Event description:
Related manufacturer report number: 3006705815-2022-01165. It was reported that during the patient's ipg replacement procedure on (B)(6) 2022, high impedances were observed. As a result, the lead was explanted and replaced during the procedure, resolving the issue. It is unknown which lead was explanted and replaced, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.